Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis did not replicate/confirm the customer reported issue. Mechanical testing was performed, the unit was installed into the test system and instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional.

Event description:
It was reported during a da vinci-assisted total benign hysterectomy procedure the force bipolar instrument jaws would not open or swivel. The instrument was removed, and no missing pieces were noted after inspection. The site completed the procedure with a back-up instrument and there was no reported patient injury nor harm.